Manufacturer narrative:
Upon further review of new information received for this record, it was confirmed that reported event an ophthalmic forceps tip did not open was observed before cataract surgery. Unable to close prior surgery is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 3003398873-2026-00076.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tip did not open. The surgery was completed with alternative product. Details of procedure and patient impact was not reported. Additional information has been requested, but none received till date.